Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("sharp pains in her lower abdomen") and loss of consciousness ("blackouts") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 and postpartum state (her third child was delivered in (B)(6) 2011, essure was implanted in or about (B)(6) 2011). In (B)(6) 2011, the patient started essure. In (B)(6) 2011, the patient experienced abdominal pain lower (serious criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("severe menstrual cramps"), menometrorrhagia ("irregular and excessive periods"), coital bleeding ("bleeding after intercourse"), dyspareunia ("pain during intercourse"), migraine ("frequent migraines"), herpes zoster ("shingles"), amnesia ("memory loss"), depression ("depression"), anxiety ("anxiety") and mood swings ("mood swings"). On an unknown date, the patient experienced ovulation pain ("painful ovulation"), mental impairment ("brain fog"), fatigue ("fatigue"), hot flush ("hot flashes"), night sweats ("night sweats"), loss of consciousness (serious criterion medically significant), dizziness ("dizziness"), palpitations ("heart palpitations") and incontinence ("incontinence"). The patient was treated with oral contraceptive nos and surgery (hysterectomy and bilateral salpingectomy performed on (B)(6) 2016). Essure was withdrawn. At the time of the report, the abdominal pain lower, dysmenorrhoea, menometrorrhagia, ovulation pain, coital bleeding, dyspareunia, migraine, herpes zoster, mental impairment and mood swings outcome was unknown and the amnesia, depression, anxiety, fatigue, hot flush, night sweats, loss of consciousness, dizziness, palpitations and incontinence had not resolved. The reporter considered abdominal pain lower, dysmenorrhoea, menometrorrhagia, ovulation pain, coital bleeding, dyspareunia, migraine, herpes zoster, amnesia, mental impairment, depression, anxiety, mood swings, fatigue, hot flush, night sweats, loss of consciousness, dizziness, palpitations and incontinence to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in 2011: hysterosalpingogram result was implant successful, fallopian tubes fully occluded. Throughout the year 2012, the patient provided multiple blood samples for testing for thyroid disorders, anemia, or autoimmune disorders, all tests came back negative. On (B)(6) 2016: upon examination, physician told patient that he believed that symptoms were related to essure. Hysterectomy was recommended. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and she presented sharp pains in her lower abdomen and blackouts (seen as loss of consciousness), then around 6 years after placement she underwent hysterectomy and bilateral salpingectomy to device removal. Both reported events are serious due to medical importance. Blackouts is unanticipated event in essure's reference safety information while other event is anticipated. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this specific case, consumer had the event after essure insertion. Considering the nature of the event and in the lack of alternative explanation causality cannot be excluded. Regarding the event loss of consciousness, considering essure local action in fallopian tube, causality can be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvis pain / knife stabbin me"), genital haemorrhage ("prolonged painful bleeding") and loss of consciousness ("blackouts") in a 36-year-old female patient who had essure (batch no. 50512943) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 (date of birth 28-may-1997, (B)(6) 2004, 26-apr-2011)) in (B)(6) 2011, postpartum state (her third child was delivered in (B)(6)2011, essure was implanted in or about jun-2011) in (B)(6)2011, multigravida, cough, candida vaginal and wisdom teeth removal. Concurrent conditions included obesity, exposure during breast feeding, general anesthesia, perineal laceration, bloating, breast pain, heart rate increased, hair loss, pharyngitis, endometriosis, postoperative pain and constipation. Family history included migraine (father). Concomitant products included norlestrin fe (microgestin fe) from (B)(6) 2015 to (B)(6) 2017 for irregular periods and post procedural bleeding, ondansetron (zofran) from (B)(6) 2015 to (B)(6) 2016 for nausea and constipation prophylaxis as well as docusate sodium (colace) since (B)(6) 2016, macrogol 3350 (miralax), oxycocet (percocet) from (B)(6) 2016 to (B)(6) 2017, rizatriptan (maxalt) from (B)(6) -2015 to (B)(6) 2016, sulfur since august 2017 and thyroid since (B)(6)2017. On (B)(6)2011, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nervous system disorder ("neurological conditions or problems") and rash ("rashes or skin conditions / leg rash"). On (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and weight increased ("weight gain / gained 30 lbs"). In (B)(6) 2011, the patient experienced menometrorrhagia ("irregular and excessive periods"), dysmenorrhoea ("severe menstrual cramps / dysmenorrhea"), coital bleeding ("bleeding after intercourse"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), herpes zoster ("shingles"), amnesia ("memory loss"), depression ("depression") with mood swings and fatigue and anxiety ("anxiety"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6)2012, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). On (B)(6) 2013, the patient experienced sleep apnoea syndrome ("sleep apnea"). On (B)(6)2014, the patient experienced urinary tract infection ("infection") and vaginal infection ("vaginal infection"). On (B)(6)2014, the patient experienced hormone level abnormal ("hormonal changes") and loss of libido ("loss of libido"). On (B)(6)2015, the patient experienced migraine ("frequent migraines / migraines / headaches") and headache ("headache"). On (B)(6)2015, the patient experienced blood disorder ("blood or heart disorder/condition") and cardiac disorder ("blood or heart disorder/condition"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), ovulation pain ("painful ovulation"), feeling abnormal ("brain fog"), hot flush ("hot flashes"), night sweats ("night sweats"), dizziness ("dizziness"), palpitations ("heart palpitations"), incontinence ("incontinence"), blood iron decreased ("non-anemia low iron"), carpal tunnel syndrome ("carpal tunnel syndrome"), dyspepsia ("heartburn"), flatulence ("gas"), diarrhoea ("diarrhea"), irritable bowel syndrome ("symptoms of irritable bowel syndrome"), weight loss poor ("difficulty losing weight"), arthralgia ("hip pain"), irritability ("irritability"), menstruation irregular ("irregular periods"), adenomyosis ("adenomyosis"), eye pain ("sharp pain behind eye."), aphasia ("havingso much truoble mixing up words and getting them out correctly"), procedural pain ("yesterday I am esure free I m in horrible pain"), cystitis ("bladder infection"), abdominal pain lower ("lower abdomen pain") and abdominal pain ("abdominal pain"). The patient was treated with oral contraceptive nos, ibuprofen (motrin) and surgery (abdominal laparoscopic hysterectomy, with bilateral salpingectomy, cystoscopy, lipectomy.). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, irritable bowel syndrome, arthralgia and abdominal pain had resolved, the genital haemorrhage, menometrorrhagia, ovulation pain, coital bleeding, dyspareunia, migraine, herpes zoster, bladder disorder, urinary tract disorder, blood disorder, cardiac disorder, blood iron decreased, hormone level abnormal, loss of libido, urinary tract infection, carpal tunnel syndrome, nervous system disorder, rash, gastrointestinal disorder, dyspepsia, flatulence, diarrhoea, alopecia, weight increased, weight loss poor, sleep apnoea syndrome, irritability, menstruation irregular, adenomyosis, eye pain, aphasia and procedural pain outcome was unknown and the loss of consciousness, amnesia, feeling abnormal, depression, anxiety, hot flush, night sweats, dizziness, palpitations and incontinence had not resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, amnesia, anxiety, aphasia, arthralgia, bladder disorder, blood disorder, blood iron decreased, cardiac disorder, carpal tunnel syndrome, coital bleeding, cystitis, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, eye pain, feeling abnormal, flatulence, gastrointestinal disorder, genital haemorrhage, headache, herpes zoster, hormone level abnormal, hot flush, incontinence, irritability, irritable bowel syndrome, loss of consciousness, loss of libido, menometrorrhagia, menorrhagia, menstruation irregular, migraine, nervous system disorder, night sweats, ovulation pain, palpitations, pelvic pain, procedural pain, rash, sleep apnoea syndrome, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased and weight loss poor to be related to essure. The reporter commented: the patient tolerated the procedure well. Post prcedure itching and soreness. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on (B)(6)2011: implant successful, fallopian tubes fully occluded; in (B)(6) 2016: they are in same location ultrasound scan - in january 2016: check for fibroid cysts b/c of bleeding: no cysts throughout the year 2012, the patient provided multiple blood samples for testing for thyroid disorders, anemia, or autoimmune disorders, all tests came back negative. (B)(6) 2016: upon examination, physician told patient that he believed that symptoms were related to essure. Hysterectomy was recommended. (B)(6)2016:sphysterosalpingography:finding: contrast was introduced in a retrograde fashion through a cervical catheter . Initial imaging demonstrates an intact appearing essure coil in the right pelvis and a second on t he left .after complete filling of the uterine cavity both the cornua are opacified . On the right , the proximal inner coil is less than 30 mm from the cornua . No contrast is demonstrated within the right fallopian tube distal to the essure device . On the left the proximal inner coil is less than 30 mm from the cornua . No contrast is demonstrated within the fallopian tube . The uterus is normal in appearance. Impression: right fallopian tube : satisfactory location of essure device . Tubal occlusion . Left fallopian tube : sat isfactory location of essure device . Tubal occlusion (B)(6) 2016:transvaginal ultrasound:impression: mid sagittal view - no micro-inserts in the cavity, transverse fundal view - both microinserts seen in the same plane, transverse focused view - right micro-insert - does not each the endometrial cavity, does pass over the tubal serosal junction - satisfactory location, transverse focused view - left micro-insert - does not each the endometrial cavity, does pass over the tubal serosal junction - satisfactory location (B)(6) 2016:surgical pathology report:uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: endometrium- proliferative endometrium myometrium- adenomyosis fallopian tubes, bilateral- foreign body compatible with essure birth control coils extending from the uterine cornual entrance to proximal portion of tube, vascular congestion, benign paratubal cysts peritoneum, biopsy- endometriosis gross description- two specimens are received in formalin specimen a is labeled "uterus, cervix + tubes" and consists of a 103 gram, 9.0 x 5.5 x 4.5 cm uterus having an attached 3.0 x 2.8 cm cervix and attached bilateral fallopian tubes. The uterine serosa is smooth and tan. The ectocervical mucosa is smooth and tan. The endocervix is unremarkable. The endometrial cavity is finely granular, brown and measures up to 0.1 cm. The myometrium is tan-pink, finely trabeculated and measures up to 2.0 cm. No discrete lesions or masses are identified. A coiled silver metallic device is identified at the both the left and right fallopian tube opening into the uterine cornu and by palpation extend into the proximal portion of each fallopian tube lumen. The right fimbriated fallopian tube has a length of 8.5 cm and contains a 0.4 cm intact paratubal cyst. The tube has an average diameter of 0.4 cm. The left fimbriated fallopian tube has a length of 9.5 cm and contains an intact 0.5 cm paratubal cyst. The tube has average diameter of 0.5 cm ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records fatigue , irregular menstrual cycle, pelvic pain, flashes, night sweats, shingles, menorrhagia, anemic, mild sleep apnea, depression dizziness, headaches, no libido, depression anxiety, memory loss, mood swings, incontinence, carpal tunnel syndrome ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media , adenomyosis, speech disorder, eye pain , procedural pain, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- new event abdominal pain were added .outcome of vaginal haemorrhage, menorrhagia updated to recovered / resolved incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvis pain / knife stabbing me"), genital hemorrhage ("prolonged painful bleeding") and loss of consciousness ("blackouts") in a 36-year-old female patient who had essure (batch no. 50512943) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 (date of birth (B)(6) 1997, (B)(6) 2004, (B)(6) 2011)) in (B)(6) 2011, postpartum state (her third child was delivered in (B)(6) 2011, essure was implanted in or about (B)(6) 2011) in (B)(6) 2011, multigravida, cough, candida vaginal and wisdom teeth removal. Concurrent conditions included obesity, exposure during breast feeding, general anesthesia, perineal laceration, bloating, breast pain, heart rate increased, hair loss, pharyngitis, endometriosis, postoperative pain and constipation. Family history included migraine (father). Concomitant products included norlestrin fe (microgestin fe) from (B)(6) 2015 to (B)(6) 2017 for irregular periods and post procedural bleeding, ondansetron (zofran) from (B)(6) 2015 to (B)(6) 2016 for nausea and constipation prophylaxis as well as docusate sodium (colace) since (B)(6) 2016, macrogol 3350 (miralax), oxycocet (percocet) from (B)(6) 2016 to (B)(6) 2017, rizatriptan (maxalt) from (B)(6) 2015 to (B)(6) 2016, sulfur since (B)(6) 2017 and thyroid since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nervous system disorder ("neurological conditions or problems") and rash ("rashes or skin conditions / leg rash"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and weight increased ("weight gain / gained 30 lbs"). In (B)(6) 2011, the patient experienced menometrorrhagia ("irregular and excessive periods"), dysmenorrhoea ("severe menstrual cramps / dysmenorrhea"), coital bleeding ("bleeding after intercourse"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), herpes zoster ("shingles"), amnesia ("memory loss"), depression ("depression") with mood swings and fatigue and anxiety ("anxiety"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). On (B)(6) 2013, the patient experienced sleep apnoea syndrome ("sleep apnea"). On (B)(6) 2014, the patient experienced urinary tract infection ("infection") and vaginal infection ("vaginal infection"). On (B)(6) 2014, the patient experienced hormone level abnormal ("hormonal changes") and loss of libido ("loss of libido"). On (B)(6) 2015, the patient experienced migraine ("frequent migraines / migraines / headaches") and headache ("headache"). On (B)(6) 2015, the patient experienced blood disorder ("blood or heart disorder/condition") and cardiac disorder ("blood or heart disorder/condition"). On an unknown date, the patient experienced genital hemorrhage (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), ovulation pain ("painful ovulation"), feeling abnormal ("brain fog"), hot flush ("hot flashes"), night sweats ("night sweats"), dizziness ("dizziness"), palpitations ("heart palpitations"), incontinence ("incontinence"), blood iron decreased ("non-anemia low iron"), carpal tunnel syndrome ("carpal tunnel syndrome"), dyspepsia ("heartburn"), flatulence ("gas"), diarrhoea ("diarrhea"), irritable bowel syndrome ("symptoms of irritable bowel syndrome"), weight loss poor ("difficulty losing weight"), arthralgia ("hip pain"), irritability ("irritability"), menstruation irregular ("irregular periods"), adenomyosis ("adenomyosis"), eye pain ("sharp pain behind eye."), aphasia ("having so much trouble mixing up words and getting them out correctly"), procedural pain ("yesterday I am essure free I m in horrible pain"), cystitis ("bladder infection") and abdominal pain lower ("lower abdomen pain"). The patient was treated with oral contraceptive nos, ibuprofen (motrin) and surgery (abdominal laparoscopic hysterectomy, with bilateral salpingectomy, cystoscopy, lipectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, irritable bowel syndrome and arthralgia had resolved, the genital haemorrhage, menometrorrhagia, ovulation pain, coital bleeding, dyspareunia, migraine, herpes zoster, vaginal hemorrhage, menorrhagia, bladder disorder, urinary tract disorder, blood disorder, cardiac disorder, blood iron decreased, hormone level abnormal, loss of libido, urinary tract infection, carpal tunnel syndrome, nervous system disorder, rash, gastrointestinal disorder, dyspepsia, flatulence, diarrhea, alopecia, weight increased, weight loss poor, sleep apnoea syndrome, irritability, menstruation irregular, adenomyosis, eye pain, aphasia and procedural pain outcome was unknown and the loss of consciousness, amnesia, feeling abnormal, depression, anxiety, hot flush, night sweats, dizziness, palpitations and incontinence had not resolved. The reporter considered abdominal pain lower, adenomyosis, alopecia, amnesia, anxiety, aphasia, arthralgia, bladder disorder, blood disorder, blood iron decreased, cardiac disorder, carpal tunnel syndrome, coital bleeding, cystitis, depression, diarrhea, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, eye pain, feeling abnormal, flatulence, gastrointestinal disorder, genital hemorrhage, headache, herpes zoster, hormone level abnormal, hot flush, incontinence, irritability, irritable bowel syndrome, loss of consciousness, loss of libido, menometrorrhagia, menorrhagia, menstruation irregular, migraine, nervous system disorder, night sweats, ovulation pain, palpitations, pelvic pain, procedural pain, rash, sleep apnoea syndrome, urinary tract disorder, urinary tract infection, vaginal hemorrhage, vaginal infection, weight increased and weight loss poor to be related to essure. The reporter commented: the patient tolerated the procedure well. Post procedure itching and soreness. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: implant successful, fallopian tubes fully occluded; in (B)(6) 2016: they are in same location. Ultrasound scan - in (B)(6) 2016: check for fibroid cysts b/c of bleeding: no cysts throughout the year 2012, the patient provided multiple blood samples for testing for thyroid disorders, anemia, or autoimmune disorders, all tests came back negative. (B)(6) 2016: upon examination, physician told patient that he believed that symptoms were related to essure. Hysterectomy was recommended. (B)(6) 2016:sphysterosalpingography:finding: contrast was introduced in a retrograde fashion through a cervical catheter . Initial imaging demonstrates an intact appearing essure coil in the right pelvis and a second on t he left .after complete filling of the uterine cavity both the cornua are opacified . On the right , the proximal inner coil is less than 30 mm from the cornua . No contrast is demonstrated within the right fallopian tube distal to the essure device . On the left the proximal inner coil is less than 30 mm from the cornua . No contrast is demonstrated within the fallopian tube . The uterus is normal in appearance. Impression: right fallopian tube : satisfactory location of essure device . Tubal occlusion. Left fallopian tube : sat isfactory location of essure device. Tubal occlusion. (B)(6) 2016:transvaginal ultrasound:impression: mid sagittal view - no micro-inserts in the cavity, transverse fundal view - both microinserts seen in the same plane, transverse focused view - right micro-insert - does not each the endometrial cavity, does pass over the tubal serosal junction - satisfactory location, transverse focused view - left micro-insert - does not reach the endometrial cavity, does pass over the tubal serosal junction - satisfactory location. (B)(6) 2016:surgical pathology report:uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: endometrium- proliferative endometrium. Myometrium- adenomyosis. Fallopian tubes, bilateral- foreign body compatible with essure birth control coils extending from the uterine cornual entrance to proximal portion of tube, vascular congestion, benign paratubal cysts peritoneum, biopsy- endometriosis gross description- two specimens are received in formalin specimen a is labeled "uterus, cervix + tubes" and consists of a 103 gram, 9.0 x 5.5 x 4.5 cm uterus having an attached 3.0 x 2.8 cm cervix and attached bilateral fallopian tubes. The uterine serosa is smooth and tan. The ectocervical mucosa is smooth and tan. The endocervix is unremarkable. The endometrial cavity is finely granular, brown and measures up to 0.1 cm. The myometrium is tan-pink, finely trabeculated and measures up to 2.0 cm. No discrete lesions or masses are identified. A coiled silver metallic device is identified at the both the left and right fallopian tube opening into the uterine cornu and by palpation extend into the proximal portion of each fallopian tube lumen. The right fimbriated fallopian tube has a length of 8.5 cm and contains a 0.4 cm intact paratubal cyst. The tube has an average diameter of 0.4 cm. The left fimbriated fallopian tube has a length of 9.5 cm and contains an intact 0.5 cm paratubal cyst. The tube has average diameter of 0.5 cm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records fatigue , irregular menstrual cycle, pelvic pain, flashes, night sweats, shingles, menorrhagia, anemic, mild sleep apnea, depression dizziness, headaches, no libido, depression anxiety, memory loss, mood swings, incontinence, carpal tunnel syndrome ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media , adenomyosis, speech disorder, eye pain , procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvis pain / knife stabbin me"), genital haemorrhage ("prolonged painful bleeding") and loss of consciousness ("blackouts") in a 36-year-old female patient who had essure (batch no. 50512943) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 (date of birth (B)(6) 1997, (B)(6) 2004, (B)(6) 2011)) in (B)(6) 2011, postpartum state (her third child was delivered in (B)(6) 2011, essure was implanted in or about (B)(6) 2011) in (B)(6) 2011, multigravida, cough, candida vaginal and wisdom teeth removal. Concurrent conditions included obesity, exposure during breast feeding, general anesthesia, perineal laceration, bloating, breast pain, heart rate increased, hair loss, pharyngitis, endometriosis, postoperative pain and constipation. Family history included migraine (father). Concomitant products included norlestrin fe (microgestin fe) from (B)(6) 2015 to (B)(6) 2017 for irregular periods and post procedural bleeding, ondansetron (zofran) from (B)(6) 2015 to (B)(6) 2016 for nausea and constipation prophylaxis as well as docusate sodium (colace) since (B)(6) 2016, macrogol 3350 (miralax), oxycocet (percocet) from (B)(6) 2016 to (B)(6) 2017, rizatriptan (maxalt) from (B)(6) 2015 to (B)(6) 2016, sulfur since (B)(6) 2017 and thyroid since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nervous system disorder ("neurological conditions or problems") and rash ("rashes or skin conditions / leg rash"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and weight increased ("weight gain / gained 30 lbs"). In (B)(6) 2011, the patient experienced menometrorrhagia ("irregular and excessive periods"), dysmenorrhoea ("severe menstrual cramps / dysmenorrhea"), coital bleeding ("bleeding after intercourse"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), herpes zoster ("shingles"), amnesia ("memory loss"), depression ("depression") with mood swings and fatigue and anxiety ("anxiety"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). On (B)(6) 2013, the patient experienced sleep apnoea syndrome ("sleep apnea"). On (B)(6) 2014, the patient experienced urinary tract infection ("infection") and vaginal infection ("vaginal infection"). On (B)(6) 2014, the patient experienced hormone level abnormal ("hormonal changes") and loss of libido ("loss of libido"). On (B)(6) 2015, the patient experienced migraine ("frequent migraines / migraines / headaches") and headache ("headache"). On (B)(6) 2015, the patient experienced blood disorder ("blood or heart disorder/condition") and cardiac disorder ("blood or heart disorder/condition"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), ovulation pain ("painful ovulation"), feeling abnormal ("brain fog"), hot flush ("hot flashes"), night sweats ("night sweats"), dizziness ("dizziness"), palpitations ("heart palpitations"), incontinence ("incontinence"), blood iron decreased ("non-anemia low iron"), carpal tunnel syndrome ("carpal tunnel syndrome"), dyspepsia ("heartburn"), flatulence ("gas"), diarrhoea ("diarrhea"), irritable bowel syndrome ("symptoms of irritable bowel syndrome"), weight loss poor ("difficulty losing weight"), arthralgia ("hip pain"), irritability ("irritability"), menstruation irregular ("irregular periods"), adenomyosis ("adenomyosis"), eye pain ("sharp pain behind eye."), aphasia ("having so much "trouble" mixing up words and getting them out correctly"), procedural pain ("yesterday I am "essure" free I m in horrible pain"), cystitis ("bladder infection") and abdominal pain lower ("lower abdomen pain"). The patient was treated with oral contraceptive nos, ibuprofen (motrin) and surgery (abdominal laparoscopic hysterectomy, with bilateral salpingectomy, cystoscopy, lipectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, irritable bowel syndrome and arthralgia had resolved, the genital haemorrhage, menometrorrhagia, ovulation pain, coital bleeding, dyspareunia, migraine, herpes zoster, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, blood disorder, cardiac disorder, blood iron decreased, hormone level abnormal, loss of libido, urinary tract infection, carpal tunnel syndrome, nervous system disorder, rash, gastrointestinal disorder, dyspepsia, flatulence, diarrhoea, alopecia, weight increased, weight loss poor, sleep apnoea syndrome, irritability, menstruation irregular, adenomyosis, eye pain, aphasia and procedural pain outcome was unknown and the loss of consciousness, amnesia, feeling abnormal, depression, anxiety, hot flush, night sweats, dizziness, palpitations and incontinence had not resolved. The reporter considered abdominal pain lower, adenomyosis, alopecia, amnesia, anxiety, aphasia, arthralgia, bladder disorder, blood disorder, blood iron decreased, cardiac disorder, carpal tunnel syndrome, coital bleeding, cystitis, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, eye pain, feeling abnormal, flatulence, gastrointestinal disorder, genital haemorrhage, headache, herpes zoster, hormone level abnormal, hot flush, incontinence, irritability, irritable bowel syndrome, loss of consciousness, loss of libido, menometrorrhagia, menorrhagia, menstruation irregular, migraine, nervous system disorder, night sweats, ovulation pain, palpitations, pelvic pain, procedural pain, rash, sleep apnoea syndrome, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased and weight loss poor to be related to essure. The reporter commented: the patient tolerated the procedure well. Post "procedure" itching and soreness. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: implant successful, fallopian tubes fully occluded; in (B)(6) 2016: they are in same location ultrasound scan - in (B)(6) 2016: check for fibroid cysts b/c of bleeding: no cysts throughout the year 2012, the patient provided multiple blood samples for testing for thyroid disorders, anemia, or autoimmune disorders, all tests came back negative. (B)(6) 2016: upon examination, physician told patient that he believed that symptoms were related to essure. Hysterectomy was recommended. (B)(6) 2016:sphysterosalpingography:finding: contrast was introduced in a retrograde fashion through a cervical catheter. Initial imaging demonstrates an intact appearing essure coil in the right pelvis and a second on t he left .after complete filling of the uterine cavity both the cornua are opacified . On the right, the proximal inner coil is less than 30 mm from the cornua. No contrast is demonstrated within the right fallopian tube distal to the essure device. On the left the proximal inner coil is less than 30 mm from the cornua. No contrast is demonstrated within the fallopian tube. The uterus is normal in appearance. Impression: right fallopian tube : satisfactory location of essure device. Tubal occlusion . Left fallopian tube : satisfactory location of essure device. Tubal occlusion (B)(6) 2016:transvaginal ultrasound:impression: mid sagittal view - no micro-inserts in the cavity, transverse fundal view - both microinserts seen in the same plane, transverse focused view - right micro-insert - does not each the endometrial cavity, does pass over the tubal serosal junction - satisfactory location, transverse focused view - left micro-insert - does not each the endometrial cavity, does pass over the tubal serosal junction - satisfactory location (B)(6) 2016:surgical pathology report:uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: endometrium- proliferative endometrium myometrium- adenomyosis fallopian tubes, bilateral- foreign body compatible with essure birth control coils extending from the uterine cornual entrance to proximal portion of tube, vascular congestion, benign paratubal cysts peritoneum, biopsy- endometriosis gross description- two specimens are received in formalin specimen a is labeled "uterus, cervix + tubes" and consists of a 103 gram, 9.0 x 5.5 x 4.5 cm uterus having an attached 3.0 x 2.8 cm cervix and attached bilateral fallopian tubes. The uterine serosa is smooth and tan. The ectocervical mucosa is smooth and tan. The endocervix is unremarkable. The endometrial cavity is finely granular, brown and measures up to 0.1 cm. The myometrium is tan-pink, finely trabeculated and measures up to 2.0 cm. No discrete lesions or masses are identified. A coiled silver metallic device is identified at the both the left and right fallopian tube opening into the uterine cornu and by palpation extend into the proximal portion of each fallopian tube lumen. The right fimbriated fallopian tube has a length of 8.5 cm and contains a 0.4 cm intact paratubal cyst. The tube has an average diameter of 0.4 cm. The left fimbriated fallopian tube has a length of 9.5 cm and contains an intact 0.5 cm paratubal cyst. The tube has average diameter of 0.5 cm ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records fatigue, irregular menstrual cycle, pelvic pain, flashes, night sweats, shingles, menorrhagia, anemic, mild sleep apnea, depression dizziness, headaches, no libido, depression anxiety, memory loss, mood swings, incontinence, carpal tunnel syndrome ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media, adenomyosis, speech disorder, eye pain , procedural pain, most recent follow-up information incorporated above includes: on 13-apr-2018: plaintiff fact sheet- events bladder infection, headache, rash and vaginal infection were added. Date of birth updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvis pain / knife stabbin me'), genital haemorrhage ('prolonged painful bleeding') and loss of consciousness ('blackouts') in a 36-year-old female patient who had essure (batch no. 50512943) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 (date of birth (B)(6) 1997, (B)(6) 2004, (B)(6) 2011)) in (B)(6) 2011, postpartum state (her third child was delivered in (B)(6) 2011, essure was implanted in or about (B)(6) 2011) in (B)(6) 2011, multigravida, cough, candida vaginal and wisdom teeth removal. Concurrent conditions included obesity, exposure during breast feeding, general anesthesia, perineal laceration, bloating, breast pain, heart rate increased, hair loss, pharyngitis, endometriosis, postoperative pain and constipation. Family history included migraine (father). Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe) from (B)(6)2015 to (B)(6) 2017 for irregular periods and post procedural bleeding, ondansetron (zofran) from (B)(6) 2015 to (B)(6) 2016 for nausea and constipation prophylaxis as well as docusate sodium (colace) since (B)(6) 2016, macrogol 3350 (miralax), oxycodone hydrochloride;paracetamol (percocet) from(B)(6) 2016 to (B)(6) 2017, rizatriptan benzoate (maxalt) from (B)(6) 2015 to (B)(6) 2016, sulfur since (B)(6) 2017 and thyroid since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nervous system disorder ("neurological conditions or problems") and rash ("rashes or skin conditions / leg rash"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain / gained 30 lbs"). In (B)(6) 2011, the patient experienced menometrorrhagia ("irregular and excessive periods"), dysmenorrhoea ("severe menstrual cramps / dysmenorrhea"), coital bleeding ("bleeding after intercourse"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), herpes zoster ("shingles"), amnesia ("memory loss"), depression ("depression") with mood swings and fatigue and anxiety ("anxiety"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). On (B)(6) 2013, the patient experienced sleep apnoea syndrome ("sleep apnea"). On (B)(6) 2014, the patient experienced urinary tract infection ("infection") and vaginal infection ("vaginal infection"). On (B)(6) 2014, the patient was found to have hormone level abnormal ("hormonal changes") and experienced loss of libido ("loss of libido"). On (B)(6) 2015, the patient experienced migraine ("frequent migraines / migraines / headaches") and headache ("headache"). On (B)(6) 2015, the patient experienced blood disorder ("blood or heart disorder/condition") and cardiac disorder ("blood or heart disorder/condition"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), ovulation pain ("painful ovulation"), feeling abnormal ("brain fog"), hot flush ("hot flashes"), night sweats ("night sweats"), dizziness ("dizziness"), palpitations ("heart palpitations"), incontinence ("incontinence"), carpal tunnel syndrome ("carpal tunnel syndrome"), dyspepsia ("heartburn"), flatulence ("gas"), diarrhoea ("diarrhea"), irritable bowel syndrome ("symptoms of irritable bowel syndrome"), weight loss poor ("difficulty losing weight"), arthralgia ("hip pain"), irritability ("irritability"), menstruation irregular ("irregular periods"), adenomyosis ("adenomyosis"), eye pain ("sharp pain behind eye."), aphasia ("havingso much truoble mixing up words and getting them out correctly"), procedural pain ("yesterday I am esure free I m in horrible pain"), cystitis ("bladder infection"), abdominal pain lower ("lower abdomen pain") and abdominal pain ("abdominal pain") and was found to have blood iron decreased ("non-anemia low iron"). The patient was treated with ibuprofen (motrin), oral contraceptive nos and surgery (abdominal laparoscopic hysterectomy, with bilateral salpingectomy, cystoscopy, lipectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, loss of libido, irritable bowel syndrome, arthralgia and abdominal pain had resolved, the genital haemorrhage, menometrorrhagia, ovulation pain, coital bleeding, dyspareunia, migraine, herpes zoster, bladder disorder, urinary tract disorder, blood disorder, cardiac disorder, blood iron decreased, hormone level abnormal, urinary tract infection, carpal tunnel syndrome, nervous system disorder, rash, gastrointestinal disorder, dyspepsia, flatulence, diarrhoea, alopecia, weight increased, weight loss poor, sleep apnoea syndrome, irritability, menstruation irregular, adenomyosis, eye pain, aphasia and procedural pain outcome was unknown and the loss of consciousness, amnesia, feeling abnormal, depression, anxiety, hot flush, night sweats, dizziness, palpitations and incontinence had not resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, amnesia, anxiety, aphasia, arthralgia, bladder disorder, blood disorder, blood iron decreased, cardiac disorder, carpal tunnel syndrome, coital bleeding, cystitis, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, eye pain, feeling abnormal, flatulence, gastrointestinal disorder, genital haemorrhage, headache, herpes zoster, hormone level abnormal, hot flush, incontinence, irritability, irritable bowel syndrome, loss of consciousness, loss of libido, menometrorrhagia, menorrhagia, menstruation irregular, migraine, nervous system disorder, night sweats, ovulation pain, palpitations, pelvic pain, procedural pain, rash, sleep apnoea syndrome, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased and weight loss poor to be related to essure. The reporter commented: the patient tolerated the procedure well. Post prcedure itching and soreness. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: implant successful, fallopian tubes fully occluded; in (B)(6) 2016: results: they are in same location. Ultrasound scan - in (B)(6) 2016: results: check for fibroid cysts b/c of bleeding: no cysts. Throughout the year 2012, the patient provided multiple blood samples for testing for thyroid disorders, anemia, or autoimmune disorders, all tests came back negative. (B)(6) 2016: upon examination, physician told patient that he believed that symptoms were related to essure. Hysterectomy was recommended. (B)(6) 2016:sphysterosalpingography:finding: contrast was introduced in a retrograde fashion through a cervical catheter . Initial imaging demonstrates an intact appearing essure coil in the right pelvis and a second on t he left .after complete filling of the uterine cavity both the cornua are opacified . On the right , the proximal inner coil is less than 30 mm from the cornua . No contrast is demonstrated within the right fallopian tube distal to the essure device . On the left the proximal inner coil is less than 30 mm from the cornua . No contrast is demonstrated within the fallopian tube . The uterus is normal in appearance. Impression: right fallopian tube : satisfactory location of essure device . Tubal occlusion . Left fallopian tube : sat isfactory location of essure device . Tubal occlusion (B)(6) 2016:transvaginal ultrasound:impression: mid sagittal view - no micro-inserts in the cavity, transverse fundal view - both microinserts seen in the same plane, transverse focused view - right micro-insert - does not each the endometrial cavity, does pass over the tubal serosal junction - satisfactory location, transverse focused view - left micro-insert - does not each the endometrial cavity, does pass over the tubal serosal junction - satisfactory location (B)(6) 2016:surgical pathology report:uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: endometrium- proliferative endometrium myometrium- adenomyosis fallopian tubes, bilateral- foreign body compatible with essure birth control coils extending from the uterine cornual entrance to proximal portion of tube, vascular congestion, benign paratubal cysts peritoneum, biopsy- endometriosis gross description- two specimens are received in formalin specimen a is labeled "uterus, cervix + tubes" and consists of a 103 gram, 9.0 x 5.5 x 4.5 cm uterus having an attached 3.0 x 2.8 cm cervix and attached bilateral fallopian tubes. The uterine serosa is smooth and tan. The ectocervical mucosa is smooth and tan. The endocervix is unremarkable. The endometrial cavity is finely granular, brown and measures up to 0.1 cm. The myometrium is tan-pink, finely trabeculated and measures up to 2.0 cm. No discrete lesions or masses are identified. A coiled silver metallic device is identified at the both the left and right fallopian tube opening into the uterine cornu and by palpation extend into the proximal portion of each fallopian tube lumen. The right fimbriated fallopian tube has a length of 8.5 cm and contains a 0.4 cm intact paratubal cyst. The tube has an average diameter of 0.4 cm. The left fimbriated fallopian tube has a length of 9.5 cm and contains an intact 0.5 cm paratubal cyst. The tube has average diameter of 0.5 cm ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records fatigue , irregular menstrual cycle, pelvic pain, flashes, night sweats, shingles, menorrhagia, anemic, mild sleep apnea, depression dizziness, headaches, no libido, depression anxiety, memory loss, mood swings, incontinence, carpal tunnel syndrome ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media , adenomyosis, speech disorder, eye pain , procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: social media received- outcome of the event loss libido was updated into recovered from unknown. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("sharp pains in her lower abdomen / cramping / lower abdomen pain"), pelvic pain ("pain / pelvis pain / knife stabbin me"), genital haemorrhage ("prolonged painful bleeding"), loss of consciousness ("blackouts") and the second episode of herpes zoster ("shingles") in a (B)(6) year-old female patient who had essure (batch no. 50512943) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 (date of birth (B)(6) 1997, (B)(6) 2004, (B)(6) 2011)) in (B)(6) 2011, postpartum state (her third child was delivered in (B)(6) 2011, essure was implanted in or about (B)(6) 2011) in (B)(6) 2011, multigravida, cough, candida vaginal and wisdom teeth removal. Concurrent conditions included obesity, exposure during breast feeding, general anesthesia, perineal laceration, fluttering feeling, bloating, breast pain, heart rate increased, hair loss, pharyngitis, endometriosis, post procedural pain and constipation. Family history included migraine (father). Concomitant products included anovlar (microgestin) from (B)(6) 2015 to (B)(6) 2017 for irregular periods and post procedural bleeding, ondansetron (zofran) from (B)(6) 2015 to (B)(6) 2016 for nausea and constipation prophylaxis as well as docusate sodium (colace) from (B)(6) 2016 to (B)(6) 2018, macrogol 3350 (miralax), oxycocet (percocet) from (B)(6) 2016 to (B)(6) 2017, rizatriptan (maxalt) from (B)(6) 2015 to (B)(6) 2016, sulfur since (B)(6) 2017 and thyroid since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced nervous system disorder ("neurological conditions or problems ") and rash ("rashes or skin conditions / leg rash"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular and excessive periods"), dysmenorrhoea ("severe menstrual cramps / dysmenorrhea"), coital bleeding ("bleeding after intercourse"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse) "), the first episode of herpes zoster ("shingles"), amnesia ("memory loss"), depression ("depression") with mood swings and fatigue and anxiety ("anxiety"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes ") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). On (B)(6) 2013, the patient experienced sleep apnoea syndrome ("sleep apnea"). On (B)(6) 2014, the patient experienced urinary tract infection ("infection"). On (B)(6) 2014, the patient experienced hormone level abnormal ("hormonal changes") and loss of libido ("loss of libido"). On (B)(6) 2015, the patient experienced migraine ("frequent migraines / migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2015, the patient experienced blood disorder ("blood or heart disorder/condition ") and cardiac disorder ("blood or heart disorder/condition"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), ovulation pain ("painful ovulation"), feeling abnormal ("brain fog"), hot flush ("hot flashes"), night sweats ("night sweats"), dizziness ("dizziness"), palpitations ("heart palpitations"), incontinence ("incontinence"), blood iron decreased ("non-anemia low iron"), carpal tunnel syndrome ("carpal tunnel syndrome"), the second episode of herpes zoster (seriousness criterion medically significant), dyspepsia, flatulence ("gas"), diarrhoea ("diarrhea"), irritable bowel syndrome ("symptoms of irritable bowel syndrome"), weight increased ("weight gain / gained 30 lbs"), weight loss poor ("difficulty losing weight"), arthralgia ("hip pain"), irritability ("irritability"), menstruation irregular ("irregular periods"), adenomyosis ("adenomyosis"), eye pain ("sharp pain behind eye."), speech disorder ("havingso much truoble mixing up words and getting them out correctly") and procedural pain ("yesterday I am esure free I m in horrible pain"). The patient was treated with oral contraceptive nos, ibuprofen (motrin), surgery (abdominal laparoscopic hysterectomy, with bilateral salpingectomy, cystoscopy, lipectomy.) And surgery (abdominal laparoscopic hysterectomy, with bilateral salpingectomy, cystoscopy, lipectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, pelvic pain, dysmenorrhoea, irritable bowel syndrome and arthralgia had resolved, the genital haemorrhage, menometrorrhagia, ovulation pain, coital bleeding, dyspareunia, migraine, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, blood disorder, cardiac disorder, blood iron decreased, hormone level abnormal, loss of libido, urinary tract infection, headache, carpal tunnel syndrome, nervous system disorder, rash, the last episode of herpes zoster, gastrointestinal disorder, dyspepsia, flatulence, diarrhoea, alopecia, weight increased, weight loss poor, sleep apnoea syndrome, irritability, menstruation irregular, adenomyosis, eye pain, speech disorder and procedural pain outcome was unknown and the loss of consciousness, amnesia, feeling abnormal, depression, anxiety, hot flush, night sweats, dizziness, palpitations and incontinence had not resolved. The reporter considered abdominal pain lower, adenomyosis, alopecia, amnesia, anxiety, arthralgia, bladder disorder, blood disorder, blood iron decreased, cardiac disorder, carpal tunnel syndrome, coital bleeding, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, eye pain, feeling abnormal, flatulence, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hot flush, incontinence, irritability, irritable bowel syndrome, loss of consciousness, loss of libido, menometrorrhagia, menorrhagia, menstruation irregular, migraine, nervous system disorder, night sweats, ovulation pain, palpitations, pelvic pain, procedural pain, rash, sleep apnoea syndrome, speech disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, weight increased, weight loss poor, the first episode of herpes zoster and the second episode of herpes zoster to be related to essure. The reporter commented: the patient tolerated the procedure well. Post prcedure itching and soreness. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: implant successful, fallopian tubes fully occluded; in (B)(6) 2016: they are in same location ultrasound scan - in (B)(6) 2016: check for fibroid cysts b/c of bleeding: no cysts throughout the year 2012, the patient provided multiple blood samples for testing for thyroid disorders, anemia, or autoimmune disorders, all tests came back negative. (B)(6) 2016: upon examination, physician told patient that he believed that symptoms were related to essure. Hysterectomy was recommended. (B)(6) 2016:sphysterosalpingography:finding: contrast was introduced in a retrograde fashion through a cervical catheter . Initial imaging demonstrates an intact appearing essure coil in the right pelvis and a second on t he left .after complete filling of the uterine cavity both the cornua are opacified . On the right , the proximal inner coil is less than 30 mm from the cornua . No contrast is demonstrated within the right fallopian tube distal to the essure device . On the left the proximal inner coil is less than 30 mm from the cornua . No contrast is demonstrated within the fallopian tube . The uterus is normal in appearance. Impression: right fallopian tube : satisfactory location of essure device . Tubal occlusion . Left fallopian tube : sat isfactory location of essure device . Tubal occlusion (B)(6) 2016:transvaginal ultrasound:impression: mid sagittal view - no micro-inserts in the cavity, transverse fundal view - both microinserts seen in the same plane, transverse focused view - right micro-insert - does not each the endometrial cavity, does pass over the tubal serosal junction - satisfactory location, transverse focused view - left micro-insert - does not each the endometrial cavity, does pass over the tubal serosal junction - satisfactory location. (B)(6) 2016:surgical pathology report:uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: endometrium- proliferative endometrium myometrium- adenomyosis fallopian tubes, bilateral- foreign body compatible with essure birth control coils extending from the uterine cornual entrance to proximal portion of tube, vascular congestion, benign paratubal cysts peritoneum, biopsy- endometriosis gross description- two specimens are received in formalin specimen a is labeled "uterus, cervix + tubes" and consists of a 103 gram, 9.0 x 5.5 x 4.5 cm uterus having an attached 3.0 x 2.8 cm cervix and attached bilateral fallopian tubes. The uterine serosa is smooth and tan. The ectocervical mucosa is smooth and tan. The endocervix is unremarkable. The endometrial cavity is finely granular, brown and measures up to 0.1 cm. The myometrium is tan-pink, finely trabeculated and measures up to 2.0 cm. No discrete lesions or masses are identified. A coiled silver metallic device is identified at the both the left and right fallopian tube opening into the uterine cornu and by palpation extend into the proximal portion of each fallopian tube lumen. The right fimbriated fallopian tube has a length of 8.5 cm and contains a 0.4 cm intact paratubal cyst. The tube has an average diameter of 0.4 cm. The left fimbriated fallopian tube has a length of 9.5 cm and contains an intact 0.5 cm paratubal cyst. The tube has average diameter of 0.5 cm ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records fatigue , irregular menstrual cycle, pelvic pain, flashes, night sweats, shingles, menorrhagia, anemic, mild sleep apnea, depression dizziness, headaches, no libido, depression anxiety, memory loss, mood swings, incontinence, carpal tunnel syndrome ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media , adenomyosis, speech disorder, eye pain , procedural pain, most recent follow-up information incorporated above includes: on 12-feb-2018: plantiff fact sheet & medical record received. Events abnormal bleeding (vaginal), menorrhagia,,blood or heart disorder/condition,non-anemia low iron, dysmenorrhea cramping,hormonal changes,mood swings,loss of libido,uti,migraines,carpal tunnel syndrome,shingles, rash,dyspareunia,gastrointestinal or digestive system condition,heartburn, gas, diarrhea,irritable bowel syndrome,hair loss,pain,weight gain,difficulty losing weight,sleep apnea,hip pain,brain fog,anxiety,depression,irritability,prolonged painful bleeding are added. Lot number historical concomitant conditiin & drug are added. Lab data updated.¿essure legal manufacture has changed from bayer healthcare, llc, and (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvis pain / knife stabbin me') in a 36-year-old female patient who had essure (batch no. 50512943) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 (date of birth (B)(6) 1997, (B)(6) 2004, (B)(6) 2011)) in (B)(6) 2011, postpartum state (her third child was delivered in (B)(6) 2011, essure was implanted in or about (B)(6) 2011) in (B)(6) 2011, multigravida, cough, candida vaginal and wisdom teeth removal. Throughout the year 2012, the patient provided multiple blood samples for testing for thyroid disorders, anemia, or autoimmune disorders, all tests came back negative. (B)(6) 2016: upon examination, physician told patient that he believed that symptoms were related to essure. Hysterectomy was recommended. (B)(6) 2016: sphysterosalpingography:finding: contrast was introduced in a retrograde fashion through a cervical catheter . Initial imaging demonstrates an intact appearing essure coil in the right pelvis and a second on t he left .after complete filling of the uterine cavity both the cornua are opacified . On the right , the proximal inner coil is less than 30 mm from the cornua . No contrast is demonstrated within the right fallopian tube distal to the essure device . On the left the proximal inner coil is less than 30 mm from the cornua . No contrast is demonstrated within the fallopian tube . The uterus is normal in appearance. Impression: right fallopian tube : satisfactory location of essure device. Tubal occlusion. Left fallopian tube : sat isfactory location of essure device. Tubal occlusion. (B)(6) 2016:transvaginal ultrasound:impression: mid sagittal view - no micro-inserts in the cavity, transverse fundal view - both microinserts seen in the same plane, transverse focused view - right micro-insert - does not each the endometrial cavity, does pass over the tubal serosal junction - satisfactory location, transverse focused view - left micro-insert - does not each the endometrial cavity, does pass over the tubal serosal junction - satisfactory location. (B)(6) 2016:surgical pathology report:uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: endometrium- proliferative endometrium myometrium- adenomyosis fallopian tubes, bilateral- foreign body compatible with essure birth control coils extending from the uterine cornual entrance to proximal portion of tube, vascular congestion, benign paratubal cysts peritoneum, biopsy- endometriosis gross description- two specimens are received in formalin specimen a is labeled "uterus, cervix + tubes" and consists of a 103 gram, 9.0 x 5.5 x 4.5 cm uterus having an attached 3.0 x 2.8 cm cervix and attached bilateral fallopian tubes. The uterine serosa is smooth and tan. The ectocervical mucosa is smooth and tan. The endocervix is unremarkable. The endometrial cavity is finely granular, brown and measures up to 0.1 cm. The myometrium is tan-pink, finely trabeculated and measures up to 2.0 cm. No discrete lesions or masses are identified. A coiled silver metallic device is identified at the both the left and right fallopian tube opening into the uterine cornu and by palpation extend into the proximal portion of each fallopian tube lumen. The right fimbriated fallopian tube has a length of 8.5 cm and contains a 0.4 cm intact paratubal cyst. The tube has an average diameter of 0.4 cm. The left fimbriated fallopian tube has a length of 9.5 cm and contains an intact 0.5 cm paratubal cyst. The tube has average diameter of 0.5 cm. Concurrent conditions included obesity, exposure during breast feeding, general anesthesia, perineal laceration, bloating, breast pain, heart rate increased, hair loss, pharyngitis, endometriosis, postoperative pain and constipation. Family history included migraine (father). Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe) from (B)(6) 2015 to (B)(6) 2017 for irregular periods and post procedural bleeding, ondansetron (zofran) from (B)(6) 2015 to (B)(6) 2016 for nausea and constipation prophylaxis as well as docusate sodium (colace) since (B)(6) 2016, macrogol 3350 (miralax), oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2016 to (B)(6) 2017, rizatriptan benzoate (maxalt) from (B)(6) 2015 to (B)(6) 2016, sulfur since (B)(6) 2017 and thyroid since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nervous system disorder ("neurological conditions or problems") and rash ("rashes or skin conditions / leg rash"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain / gained 30 lbs"). In (B)(6) 2011, the patient experienced menometrorrhagia ("irregular and excessive periods"), dysmenorrhoea ("severe menstrual cramps / dysmenorrhea"), coital bleeding ("bleeding after intercourse"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), herpes zoster ("shingles"), amnesia ("memory loss"), depression ("depression") with mood swings and fatigue and anxiety ("anxiety"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). On (B)(6) 2013, the patient experienced sleep apnoea syndrome ("sleep apnea"). On (B)(6) 2014, the patient experienced urinary tract infection ("infection") and vaginal infection ("vaginal infection"). On (B)(6) 2014, the patient was found to have hormone level abnormal ("hormonal changes") and experienced loss of libido ("loss of libido"). On (B)(6) 2015, the patient experienced migraine ("frequent migraines / migraines / headaches") and headache ("headache"). On (B)(6) 2015, the patient experienced blood disorder ("blood or heart disorder/condition") and cardiac disorder ("blood or heart disorder/condition"). On an unknown date, the patient experienced genital haemorrhage ("prolonged painful bleeding"), loss of consciousness ("blackouts"), ovulation pain ("painful ovulation"), feeling abnormal ("brain fog"), hot flush ("hot flashes"), night sweats ("night sweats"), dizziness ("dizziness"), palpitations ("heart palpitations"), incontinence ("incontinence"), carpal tunnel syndrome ("carpal tunnel syndrome"), dyspepsia ("heartburn"), flatulence ("gas"), diarrhoea ("diarrhea"), irritable bowel syndrome ("symptoms of irritable bowel syndrome/ horrible ibs issue"), weight loss poor ("difficulty losing weight"), arthralgia ("hip pain"), irritability ("irritability"), menstruation irregular ("irregular periods"), adenomyosis ("adenomyosis"), eye pain ("sharp pain behind eye."), aphasia ("havingso much truoble mixing up words and getting them out correctly"), procedural pain ("yesterday I am esure free I m in horrible pain"), cystitis ("bladder infection"), abdominal pain lower ("lower abdomen pain"), abdominal pain ("abdominal pain") and premenstrual syndrome ("pms symptoms") and was found to have blood iron decreased ("non-anemia low iron"). The patient was treated with ibuprofen (motrin), oral contraceptive nos and surgery (abdominal laparoscopic hysterectomy, with bilateral salpingectomy, cystoscopy, lipectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, loss of libido, irritable bowel syndrome, arthralgia and abdominal pain had resolved, the genital haemorrhage, menometrorrhagia, ovulation pain, coital bleeding, dyspareunia, migraine, herpes zoster, bladder disorder, urinary tract disorder, blood disorder, cardiac disorder, blood iron decreased, hormone level abnormal, urinary tract infection, carpal tunnel syndrome, nervous system disorder, rash, gastrointestinal disorder, dyspepsia, flatulence, diarrhoea, alopecia, weight increased, weight loss poor, sleep apnoea syndrome, irritability, menstruation irregular, adenomyosis, eye pain, aphasia, procedural pain and premenstrual syndrome outcome was unknown and the loss of consciousness, amnesia, feeling abnormal, depression, anxiety, hot flush, night sweats, dizziness, palpitations and incontinence had not resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, amnesia, anxiety, aphasia, arthralgia, bladder disorder, blood disorder, blood iron decreased, cardiac disorder, carpal tunnel syndrome, coital bleeding, cystitis, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, eye pain, feeling abnormal, flatulence, gastrointestinal disorder, genital haemorrhage, headache, herpes zoster, hormone level abnormal, hot flush, incontinence, irritability, irritable bowel syndrome, loss of consciousness, loss of libido, menometrorrhagia, menorrhagia, menstruation irregular, migraine, nervous system disorder, night sweats, ovulation pain, palpitations, pelvic pain, premenstrual syndrome, procedural pain, rash, sleep apnoea syndrome, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased and weight loss poor to be related to essure. The reporter commented: the patient tolerated the procedure well. Post prcedure itching and soreness. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: implant successful, fallopian tubes fully occluded; in (B)(6) 2016: results: they are in same location. Ultrasound scan - in (B)(6) 2016: results: check for fibroid cysts b/c of bleeding: no cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: newly added events- premenstrual syndrome. Events of genital haemorrhage and loss of consciousness downgraded to non-serious. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-jan-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and she presented sharp pains in her lower abdomen and blackouts (seen as loss of consciousness), then around 6 years after placement she underwent hysterectomy and bilateral salpingectomy to device removal. Both reported events are serious due to medical importance. Blackouts is unanticipated event in essure's reference safety information while other event is anticipated. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this specific case, consumer had the event after essure insertion. Considering the nature of the event and in the lack of alternative explanation causality cannot be excluded. Regarding the event loss of consciousness, considering essure local action in fallopian tube, causality can be excluded. This case was regarded as incident, since device removal was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.